Event description:
A pt's daughter contacted the company stating that her mother has had several neurosurgical procedures. In 2007, a shunt was placed. In 2008, she had a second surgical procedure during which a shunt was placed. The following month, she had surgery to address excessive cerebrospinal fluid leakage. After this procedure, the surgeon stated that an "integra patch" that had been implanted during the surgical procedure in 2008 had "disintegrated". The brand name of the device is unk. Repeated attempts were made by a telephone and in a letter delivered by certified mail to determine the identify of the device. The physicians declined to provide info citing hipaa (health insurance portability and accountability act) compliance. The reporter is seeking to obtain health records pertinent to the event so that the product identity can be known but no info has been received to date. The pt is now living at home and her medical condition is improving.

Manufacturer narrative:
To date, the specific device involved in the reported incident has not been identified and return of the suspect device for eval is not expected. An investigation has been initiated based upon the reported info.